Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 212 mg/dl at the time of incident. Customer had a high blood glucose in the 500 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The reservoir is not expected to return for analysis.